Event description:
It was reported that this left ventricular lead exhibited noise, oversensing and pacing inhibition on the left ventricular channel. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that an unrelated off label magnetic resonance imaging (MRI) procedure was performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that this left ventricular lead exhibited noise, oversensing and pacing inhibition on the left ventricular channel. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. The "known inherent risk of device" conclusion code was selected because this is well known old lead. Issues occurring to old leads are not unexpected and can result from multiple causes. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review not performed. Issue of this type is not unexpected in leads of this age. There was no indication in the complaint that the product was not used in accordance with the IFU. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this left ventricular lead exhibited noise, oversensing and pacing inhibition on the left ventricular channel. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that an unrelated off label magnetic resonance imaging (MRI) procedure was performed. This lead remains in service. No further adverse patient effects were reported.